Manufacturer narrative:
(B)(4). Final analysis of the pump revealed s2 battery resistance high: battery electrical resistance exceeds specification.

Event description:
No event was reported. The pump was explanted. Pt recovered without any sequelae. The drug infused was baclofen.